Event description:
A problem was reported. Healthcare provider reported patient missed their pump refill appointment twice and the pump reservoir has been dry for approximately 10 days. The patient had cancelled her appointment twice and it seemed there were not issues on the part of the patient. It was reported the patient was doing fine and might be on po pain medication. Hcp also stated he thought the pump was running at a low infusion rate. Hcp did not know the patient¿s name, system drug or any other details as they were not in the office at the time of the reported information. Later on hcp reported the patient came in for refill, the refill went well and there were no further issues. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).